Event description:
Acetabular shell, insert femoral head and hip stem. I had pain problems with this hip all the time since then 6 month check ups, 1 year check ups. Always told to do more therapy and the hips being recalled online, hip pain, popping, loosening, swelling, bone loss, groin pain, etc.